Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 466 mg/dl. The customer treated with the insulin pump and had a blood glucose value was 95mg/dl at the time of the call. Customer states the tubing went bad and caused the high blood glucose. The customer declined to troubleshoot for high readings. The product was not returned for analysis.